Event description:
The patient was scheduled for an appointment but did not show up. However, the physician feels that the patient is not yet fully titrated to therapeutic settings which could be why he's having problems. The physician does believe the patient is doing better than before vns. She stated that the patient is challenging and because the last diagnostic results were fine, she doesn't feel that this is vns related. This is all the information that the physician was able to provide at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient is experiencing an increase in seizures and was seen in the ER. The patient's mother attributes this ER visit to the vns adjustment and would like the vns removed as a result. The patient is noted to still be in early titration phase. No additional relevant information has been received to date.